Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response. The patient denied evidence any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage found to the keypad. All keypad buttons respond appropriately to button presses. The complaint regarding the keypad buttons could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed visible moisture in the battery compartment. Evaluation revealed a battery compartment crack and a battery compartment leak. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.